Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiences a high blood glucose level of 500 mg/dl as well as the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 109 mg/dl and the sensor glucose was 50 mg/deal at the time of the incident. The customer also had a blood glucose level of 374 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.